Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report that during treatment complete step 9, when closing the clamps to the solution bags, they noticed that the second bag was torn off from the tubing. Per the patient no alarms or warnings occurred during the treatment, and they were able to complete treatment without issue. The patient contact stated fluid may have leaked from the bag onto the floor. Fluid was not discovered in the pump module area nor on the external portion of the cassette. The patient was not connected during the incident. Upon followup the patient contact confirmed the reported event, stating that as they were removing the solution bags at the end of treatment, they discovered the second bag had become disconnected from the tubing of the cycler set. The patient contact was not able to verify at what point in treatment the products became disconnected. The patient contact stated a small amount of solution was discovered on the floor. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact verified the patient was able to complete treatment on the cycler on the day of the reported event. The patient has continued using the cycler for their pd treatment without issue since. The patient contact confirmed that the cycler set and solution bag are available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. There was no known delivery issue or damage to the cases the products were delivered in.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint product sample was not provided for evaluation; however, a photo of the alleged malfunction was received from the customer. In the photo received, a separation between the solution line and the white connector can be observed; thus, the alleged failure mode is confirmed. The cause of the separation of the assembly main solution line to the white connector could have several causes during the manual manufacturing process: an incorrect solvent application technique or a dispenser malfunction, an incorrect assembly technique by the operator, an unqualified operator, unclear work instructions, an incorrect bushing diameter, incorrect pin size, lack of solvent in the dispenser, or a different solvent than indicated in the instructions. It could be also caused during the mechanical manufacturing process due to an equipment malfunction. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report that during treatment complete step 9, when closing the clamps to the solution bags, they noticed that the second bag was torn off from the tubing. Per the patient no alarms or warnings occurred during the treatment, and they were able to complete treatment without issue. The patient contact stated fluid may have leaked from the bag onto the floor. Fluid was not discovered in the pump module area nor on the external portion of the cassette. The patient was not connected during the incident. Upon followup the patient contact confirmed the reported event, stating that as they were removing the solution bags at the end of treatment, they discovered the second bag had become disconnected from the tubing of the cycler set. The patient contact was not able to verify at what point in treatment the products became disconnected. The patient contact stated a small amount of solution was discovered on the floor. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact verified the patient was able to complete treatment on the cycler on the day of the reported event. The patient has continued using the cycler for their pd treatment without issue since. The patient contact confirmed that the cycler set and solution bag are available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. There was no known delivery issue or damage to the cases the products were delivered in.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.